Event description:
It was reported that the primary audible alarm background test alarm was displayed. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4). A corrective and preventative action has been opened to address the reported issue. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Functional and visual testing were performed. The investigation found the device in good condition with no appearance of any physical damaged. The technician was unable to duplicate the primary audible alarm background (bgnd) test during occlusion test. The root cause of the reported event was unable to determine the intermittent cause of the error. The technician replaced speaker for preventive measures and performed occlusion test and functional testing which the device passed.